Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that the outer box product size of a smart control (7mmx30mm) is different form the size of the product (8mmx40mm) written on the shaft. The device was not used in the patient.

Manufacturer narrative:
The outer box product size of a smart control (7mmx30mm) is different form the size of the product (8mmx40mm) written on the shaft. The device was not used in the patient. The product was retuned for analysis. One non-sterile smart control, iliac 8mm x 40mm stent delivery system (sds) was returned. The original packaging of the reported product was not returned for analysis. Per visual analysis the unit was not deployed and no damages were noted on the unit. Three photographs of a ses smart control 7x30 80cm sds were received attached to complaint (B)(4) electronic file. The first photograph shows a sds hub with 8 x 40mm printed on it and the pouch appears to be open. The product is folded over at the proximal section and it seems to be forced into the packaging pouch. The second photograph shows a product label attached to the packaging pouch identified as 7x30 smart control product. The third photograph shows the product label attached to the packaging outer box identified as 7x30 smart control product. No other anomalies were noted. Per dimensional analysis the stent size was found within specification. A device history record (DHR) review of lot 17157051 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/ pouch/box labeling incorrect¿ was not confirmed through analysis of the returned device as the packaging was not returned for analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event as it could not be ruled out that the product may have been replaced in the wrong outer box at the end of a procedure where an alternative device was used instead by procedure staff. The stent was of the correct dimensions in accordance with the labeling on the device hub and per specification. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR review, the photographs nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.